Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, vision was reported to be improved but is still fluctuating. Patient complained of slight burning after work. The patient was advised to increase artificial tears usage. Patient was using artificial tears four times a day.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient complaining of blurry and fluctuations in the vision in patient's left eye 12 days post photo refractive keratectomy (prk). Dry eyes were reported. 1-2+ punctate epithelial keratitis (pek) was noted which doctor felt was consistent with post prk normal findings. Patient was reeducated and reassured regarding the recovery and healing post surgery. Topical steroid dosage was increased.there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100 % and all laser system functions were within specifications. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).